Manufacturer narrative:
(B)(4).

Event description:
The catheter was kinked behind the pump. A revision was performed. Following the revision, the patient experienced new pain and numbness in his buttocks and legs; it was so painful that the patient had been bedridden. The patient was taking 8 loritab; he was previously on oxycontin and methadone to manage the new pain. It was noted that when the patient lost 6-7 pounds, the new pain subsided. After he lost weight, the catheter was not snug; the patient had an appointment with a surgeon to discuss. Prior to the kinked catheter, the patient was "at the point of going to the fitness center and was very active." The patient reported another historical catheter problem that had been resolved; "the catheter snapped. It was cut too short to begin with." The patient had no additional information regarding the historical catheter event. The device system was used to deliver dilaudid, clonidine, bupivacaine, and compounded baclofen. It was later reported that the patient was scheduled for revision surgery in early june. In early (B)(6) it was reported that there was a catheter issue at the anchor site; the patient was seeing the surgeon to have the anchor repositioned. The patient was experiencing increased pain with no relief with narcotics.